Event description:
After firing cycle user got a "firing sequence incomplete" prompt. After inspection of the anastomosis user noticed it was incomplete by about 1/2. User turned pc off to try to start over with a new (2nd) flexshaft; it did not have any open or close capability. It finally closed with a 45mm attached but would not fire.